Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screw on the pacemaker header was found loose. The pacemaker was removed and replaced. No adverse consequences were reported on the patient.